Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room due to hypoglycemia. The patient's blood glucose level dropped to 27 mg/dl while wearing the pod. The patient's mother called 911 and an ambulance came and took the patient took them to the ER. The patient was treated in the ambulance, but the mother did not provide any specific treatment information. Attempts were made to gather additional information on the event. If the information is received it will be submitted in a follow up report.